Manufacturer narrative:
The initial implant procedure was performed on an unknown date approximately two (2) years prior to the revision. The reported screws broke during the explant procedure on (B)(6) 2015. The screw threads remain in the patient; therefore, the screws are not considered to have been (fully) explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting . 510(k): report is for three (3) unknown screw threads that remained in patient. Other: UDI: part number unknown, lot number unknown; UDI unknown. Device malfunctioned intra-operatively and was not implanted / explanted . (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a removal surgery of a locking compression plate (lcp-df) was held on (B)(6) 2015. The initial surgery occurred approximately two years prior. The reported screwdriver shaft was used to remove the plate and screws on the planned removal surgery. During the surgery, the head of three (3) screws became dull, and the rough edge of tip of the driver shaft had been rounded. Eventually, the surgeon used a carbide drill to shave the screw heads and successfully removed the plate. The thread portion of the screws remained in the patient. There was surgical delay, however the time is unknown. This report is for three (3) unknown screws. This is report 2 of 2 for (B)(4).